Event description:
It was reported that the patient underwent a revision procedure 1 year and 5 months post implantation due to unknown reasons. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). Device found to have been reported under incorrect MFR zimmer initially 0001822565-2025-00632. D10: (B)(4), item name: liner 10 degree elevated rim 28 mm i.d. For use with 50/52/54 mm o.d. Shells, lot # 62835807. G2: foreign: australia. H6: proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.